Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019, the patient complained of abdominal pain. CT imaging identified a distal type I endoleak in the left leg. The physician decided to do the additional procedure in another day, because the patient developed a fever. It was reported that the patient did not have an infection, so the fever was not due to infection. On (B)(6) 2019, the additional procedure was performed to resolve the distal type I endoleak. The left internal iliac artery was coil embolized and two contralateral leg endoprostheses were implanted to extend initial device in the left limb. The patient tolerated the procedure.